Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that the patients ipg was non-functional. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted and patient was doing will post-operatively. The explanted device will not be returned as it was kept by the facility.